Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention during which the patient's ipg was explanted and replaced. Surgery addressed the issue.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable due to the patient not charging the device for four months. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.